Event description:
Boston scientific crm rec'd info that this implantable cardioverter defibrillator (ICD) did not recognize a ventricular tachycardia (vt) episode. The vt was confirmed at the hosp and the physician applied cardiac massage, however, the pt expired. When the ICD was explanted, the tachy mode was not reprogrammed to off, which resulted in loss of memory and stored electrograms. Trending data showed that the heart rate at which vt occurred was 136 bpm. It is unk whether the device contributed to the death.

Manufacturer narrative:
Not returned. The device was removed and returned for analysis. Upon completion of the analysis or should any add'l info related to this event become available, this event will be updated.